Event description:
It was reported that during a da vinci-assisted ileostomy takedown surgical procedure, the procedure was converted to open. The conversion to open was based solely on patient anatomy and not related to the system. The procedure was completed open. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.